Manufacturer narrative:
Unexpected battery power loss and low battery alert less than 1 week confirmed during testing due to moisture damage no the electronic stack. Pump passed the displacement test, the sleep current test and failed the active current test. Failure due to moisture damage on the electronic stack.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 21.0 mmol/l. The customer also reported that battery life has been erratic and battery only lasted for 5 hours before going out without warning. Customer also stated that this is continuing issue the customer was using (B)(6) battery for the insulin pump. The customer also stated that does not use suspend before low or suspend on low cgm feature. The customer also stated that battery does not last more than 1 week. Customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.